Event description:
It was reported that during a peripheral treatment procedure a guide wire tip detachment occurred. The target lesion was located below the knee. The v-14 control guide wire was advanced through a .014 non-bsc catheter. The v-14 guide wire was ahead of the .014 catheter and the guide wire was pushed to form a loop. When the guide wire was pulled back into the catheter the distal 5mm of the wire broke off. The detached guide wire tip was not retrieved. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).